Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted.

Event description:
A consumer reported experiencing difficulty reading road signs with his right eye following intraocular lens (iol) implant surgery. The consumer further reported having limbal relaxing incisions and a yag laser procedure performed postoperatively. Both procedures improved the consumer's vision until a few months ago. At the request of the consumer, the surgeon was not contacted.